Manufacturer narrative:
(B)(4). Date sent: 12/9/2015. (B)(4). Additional information was requested and the following was obtained: the surgeon fired the device at the porta across the hepatic pedicle (hepatic artery portal vein and common bile duct) the porta was thickened but the device closed easily as normal. The cbd had cert beads inserted a year ago. The surgeon has never had a problem with echelon firing across the porta. After firing the device he moved away from the area then it was noticed that there was a surge of blood coming from the porta. The surgeon said he saw the staples unforming, i.e. Straightening. When the staples fell apart, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? B formation then straightening. Were there staples missing from the staple line? No. Did bleeding occur when the staples fell apart? If yes, how was the bleeding controlled? Clamp then echelon. If yes, how much blood was lost (ml)? Unknown. If yes, did the patient require a transfusion as a result of the device issue? No. Can you please clarify how the pvs was not strong enough? The surgeon thinks the staples formed by pvs are not as substantial as echelon. Was the firing speed slower than expected? Firing speed as usual. The surgeon does not believe pvs is robust enough to fire across the porta unlike echelon. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No just the porta. Were any other disposables used during the firing (vessel clips, vessel loops, suture loops, catheter, buttress etc.)? If so, do you know the product code? Not during the firing. There had been cert beads in the cbd a year ago. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fifth. You reported that two vasecr35 reloads were involved. Did the same issue occur with both reloads? Yes. If no, please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one pve35a device was returned in good visual condition and with an vasecr35 cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is h3trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a liver resection hepatectomy procedure, the right portal vein was transected successfully with the device, subsequent firings were fine. However when the device was fired across the porta all seemed ok but then the staples fell apart. The surgeon believes the device wasn't strong enough. A linear cutter was opened and fired successfully. There were no adverse consequences for the patient.